Manufacturer narrative:
The customer returned the suspected contour next ez meter and contour next test strips for evaluation. Control solution was not returned. An in-house testing was performed using the returned meter with the returned test strips and in-house contour next control solution from lot # 9bv2g41, which gave satisfactory performance. All control readings obtained during in-house testing were properly marked in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer ran control test and obtained a reading of 180 mg/dl on the contour next ez meter. The meter did not automatically mark it as a control test, and so the reading will be displayed as a blood result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the control solution for evaluation. Replacement meter and test strips were sent to the customer.